Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the hematoma first appeared on the same day. The patient reported that the area hurt when touched. Despite hematoma, the patient reported that the incision site healed normally on short time. But on (B)(6) 2024, the insertion site opened up and the wound secretion came out. The patient went to see the doctor who confirmed the infection and decided to remove the sensor to alleviate infection and other symotoms. Antibiotics was prescribed after sensor removal. The patient is currently feeling fine and infection has healed.

Event description:
On june 24, 2024, senseonics was made aware of an incident where the patient developed infection at insertion site with a hematoma. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on the same day. The patient reported that the area hurt when touched. On (B)(6) 2024, the insertion site opened up and the wound secretion came out. The patient went to see the doctor who decided to remove the sensor and the wound was tamponanded. Antibiotics was prescribed as well. The patient is currently feeling fine and infection has healed.